Event description:
This event was reported as leaflet disruption, insufficiency and shortness of breath.

Manufacturer narrative:
H3: examination of the valve in laboratory revealed mechanical injury and stent distortion which resulted in a wavy free margin and incomplete coaptation. The polyester support at cusp #2 was bent inward at commissure #2 and outward at commissure #3. The sewing ring was bent downward and pushed inward at cusp #1 and #3. Minimal host tissue overgrowth was noted on the outflow aspect of the stent and leaflets adjacent to the stent area. Thrombus was noted on the hinge area around all three cusps. X-ray analysis revealed stent distortion. H6: x-ray analysis.